Event description:
Boston scientific crm rec'd info that the pt who was implanted with this cardiac resynchronization therapy defibrillator (crt-d) has died. The cause of death currently is unk, however, the physician indicated when the device was interrogated, an error message was observed about therapy not being delivered.

Manufacturer narrative:
When the device was returned for analysis and interrogated, it was found to be in factory fallback mode (no therapy was available). Device memory was reviewed and revealed the device appears to have operated as programmed through (B)(4) 2009, the date of death, but did have a power on reset (por error preceding factory fallback mode. An arc mark was noted on both the device case and near the distal coil of the returned defibrillation lead. Analysis of the returned device established that the device had most likely been explanted (post-mortem) at the time that the arcing damage occurred as factory fallback mode after por will not to occur while leads are in contact with human tissue. Based on the evidence, it is presumed the arcing damage occurred post-mortem due to oversensing of non-physiological noise.